Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for a blood glucose of 470 mg/dl. The customer was throwing up and experiencing diabetic ketoacidosis. The mother stated that her daughter was growing so her insulin pump settings needed to be adjusted; her daughter was not receiving enough insulin. Troubleshooting did not occur to test the insulin pump for anomalies. No products were returned or replaced.